Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles in the reservoir sometimes. The patient's blood glucose at the time of incident is unknown. The customer stated that the reservoir would take more spins to remove. Troubleshooting did not occur for the air bubbles anomaly. The reservoir will not be returned for analysis.